Event description:
It was reported to philips about the system geometry movements were not available. The system was in clinical use at the time of event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic coronary procedure was aborted, and the patient was moved to another system to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the system which prompted: emergency stop active. Upon checking the power and control unit (pcu) in the r-cabinet, the fse found that the pcu had no power input. Further inspection of the m-cabinet revealed that fuse f18 was blown. The fse solved the issue by replacing the blown fuse. Analysis of the log file showed that there was an application error. After the replacement of the f18 fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.